Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failure.additional text: batteries.specific component(s) involved: external battery malfunction.additional text: 3 hours on a pair of batteries.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external battery.implant device type: lvad.